Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure that the instrument led on universal surgical manipulator (usm) 4 remained bright yellow after the instrument was replaced. The customer reinstalled the sterile adapter and cannula, but the problem persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer with checking the instrument carriage and black presence pins of the usm, and power cycling the system, but the problem persisted. The client continued the surgery using three usms. There were no reports of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform where all relevant testing was passed within specification. The unit was installed onto a golden system where the component functioned as expected. Once testing was completed, the carriage was inspected, and no faults could be identified. While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause for this failure can be attributed to a fault of the carriage presence pins.